Event description:
The customer reported imprecise cardiac troponin (accutni) results were generated from an access 2 immunoassay system (serial number (B)(4)) when compared against the same-patient accutni results generated from another access 2 immunoassay system (serial number (B)(4)). The number of patient results regarded as imprecise is unknown. The customer indicated that they felt that the results generated from the access 2 immunoassay system (serial number (B)(4)) were valid. The customer provided three imprecise patient sample results as examples of the issue. The initial accutni results generated from the access 2 immunoassay system (serial number (B)(4)) were repeated on the access 2 immunoassay system (serial number (B)(4)). The repeat result were higher, and while the instruments show good concordance, the imprecision between the analyzers exceeded the precision claims of the assay. None of the imprecise accutni results were reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment attributed or connected to this event. Instrument accutni quality control qc results showed the same trend as the patient results, with access 2 immunoassay system (serial number (B)(4)) level 1 qc controls being lower that those of the access 2 immunoassay system (serial number (B)(4)). An instrument system check of access 2 immunoassay system (serial number (B)(4)) executed prior to the event yielded acceptable results of a replicate comparison study across the two instruments revealed that, although concordance across the instruments was acceptable, there was a difference between the two instruments of approximately 10%. Specific patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied data indicated that although both instruments' accutni quality control (qc) results met customer established specifications during the timeframe of this event, the access 2 immunoassay system (serial number (B)(4)) qc results were lower than the access 2 immunoassay system (serial number (B)(4)) qc results. It was noted that both instruments' qc results were recovering close to peer group data results. Beckman coulter inc. Assessment of customer supplied data indicated that accutni calibration curves between the two instruments were very similar and comparable. Beckman coulter inc. Assessment of customer information indicated that the placement of both instruments and their ambient temperature environmental conditions were comparable. A definitive root cause for this event has not been determined to date.